Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir leaked inside the reservoir compartment. It was stated that the customer noticed the strong smell of insulin and moisture inside the reservoir compartment. It was also stated that the customer had high blood glucose. Troubleshooting was not performed at the time of call. Nothing further reported.